Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened a backward position. The advancer, coil, sheath, handshake connection, and burr were microscopically and visually examined. The annulus was damaged, flattened, and not round. The rotawire was not able to be inserted into the burr due to damaged annulus. The advancer and burr unit were detached and the wire was able to advancer through the advancer with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis of the related complaint completed on 31 march 2017. Same case as MDR ID: 2134265-2017-03706. It was reported that resistance was encountered and the burr did not rotate. A 330cm rotawire¿ and a rotalink¿ plus were selected for use. During preparation, the burr had met resistance against the wire and it did not rotate due to friction. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis of the related complaint revealed that the rotawire was fractured.